Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, prior to use/during set-up, the staff opened the package for a size 5x9mm ps poly and there was a 3.5x9mm ps poly inside. There was no breakage of device or surgical delay/prolongation. The event is not patient related. The device will be return.